Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple medical device types: fpa. Multiple common device names: intravascular administration set. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode with the incident lot was not observed.

Event description:
It was reported that bd vacutainer® push button blood collection set had a back flow of blood from device to patient. No serious injury or medical intervention.